Manufacturer narrative:
In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a software error which was addressed in fsn as noted in chapter 6.6. There was no patient or user harm.

Event description:
Customer reports: "the consultant went to change the peep value and the screen went blank and returned a technical error" looking at the logs after the technical event is recorded, all configs are re-confirmed. Does this indicate a re-boot. After the technical fault was displayed the customer continued to use the device before reporting.